Manufacturer narrative:
No button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump received with stripped coin slot on battery cap. The insulin pump received with currents in spec. No unexpected failed battery test anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.